Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was difficult to interrogate. An out of range telemetry message appeared, and no magnet tones could be obtained.